Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the ablation procedure, the output would not increase. The generator was restarted and the electrode was replaced but the problem continued. The procedure was cancelled. There was no patient injury.